Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed primary audible alarm. No further information provided. No patient injury.

Manufacturer narrative:
Device evaluated, visual inspection performed and found left plunger case screw post broken. Found no post paa (primary audible alarm) errors in the event history log. Power up process, audio test, occlusion test were performed; the reported error cannot be duplicated. No problem was found. Adc (analog-to-digital converter) counts were within specification. No repair needed for reported problem since no problem was found. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a review was not performed. Service history review identified this device has not been in for service previously.